Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip cracked and broke inside patient's leg. The harvester retrieved the broken dissection tip through the original incision. A replacement dissection tip from an accessory kit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the device was received with the dissection tip detached from the juicer body. When the dissection tip was reassembled with the juicer body, it formed a complete assembly. The dissection tip detached from the juicer at the point where they are to be glued together with adhesive. A detailed visual inspection showed adhesive residual on the juicer od and the dissection tip ID. The reported failure was confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number.